Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold causing loss of capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.